Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod longer than 48 hours. As treatment, a new pod was applied and a correction bolus was delivered.

Manufacturer narrative:
Fluid was observed to be above the o-ring indicating an inadequate seal in the reservoir. A power supply was needed to download the data from the device. No timeouts or drive stalls were observed in the data, however, an 0x40 alarm was generated after running 3776 pulses, indicating that the rotational sensor maximum open count was exceeded. The rotational sensor data shows a rotational sensor malfunction. Investigation of the chassis sub-assembly found fluid on the rotational sensor spring, which would have caused the rotational sensor malfunction and hazard alarm. Because the inadequate o-ring resulted in fluid leaking from the intended fluid path, the fluid path failed. As the leaking continued, corrosion began to form on components including the batteries, chassis sub-assembly and mechanism rail. The batteries were measured to be lower than expected due to the corrosion. The sma wire assembly resistance was measured and found to be within specification. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.